Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of the session records from (B)(6) 2016, revealed loss of capture on the atrial lead. On (B)(6) 2016 during pocket revision, the atrial lead was tested and all the electrical measurements were normal. The lead was attached to the new device and remained implanted. There were no complications. The patient's condition was stable post procedure.